Event description:
Information concerning the patient cat scan and the inability to turn the device back on was previously reported in manufacture report # 3004209178-2013-02815. All future information concerning this issue will be filed as part of this manufacture report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3987a60, lot# n137842, implanted: (B)(6) 2009, product type lead; product ID 3987a60, lot# n137842, implanted: (B)(6) 2009, product type lead; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).